Manufacturer narrative:
The device(s) associated with this adverse outcome was/were reported after the explanted device was returned with no information. Information identified in the manufacture database noted the patient died five months post implant of this device system three years and six months prior to the returned products. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Information identified in the manufacture's data base indication the patient died approximately five months post implant of an implantable pulse generator (ipg) and one lead.